Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('menorrhagia (heavy menstrual bleeding)') and urinary incontinence ('bladder leakage') in a 39-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Medical conditions: plaintiff underwent dye test. Result : positive placement was successful. Concurrent conditions included uterine bleeding and underweight. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal)"), 9 months 27 days after insertion of essure. In (B)(6) 2015, the patient experienced urinary incontinence (seriousness criterion medically significant) and bladder disorder ("bladder problems"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral)). Essure was removed on (B)(6) 2013. At the time of the report, the menorrhagia and vaginal haemorrhage had resolved and the urinary incontinence and bladder disorder outcome was unknown. The reporter considered bladder disorder, menorrhagia, urinary incontinence and vaginal haemorrhage to be related to essure. The reporter commented: plaintiff received treatment for following events menorrhagia (heavy menstrual bleeding), bladder problems and bladder leakage. Current weight 128. Other, specify: date(s) of insertion: (B)(6) 2013 is mentioned in pfs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20.1 kg/sqm. Imaging procedure - in (B)(6) 2013: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-sep-2019: pfs received. Reporter information, medical history, concomitant drug, lab data added. Event : abnormal bleeding (vaginal) added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('menorrhagia (heavy menstrual bleeding)') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), bladder disorder ("bladder problems") and urinary incontinence ("bladder leakage"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral)). Essure was removed on (B)(6) 2013. At the time of the report, the menorrhagia had resolved and the bladder disorder and urinary incontinence outcome was unknown. The reporter considered bladder disorder, menorrhagia and urinary incontinence to be related to essure. The reporter commented: plaintiff received treatment for following events menorrhagia (heavy menstrual bleeding), bladder problems and bladder leakage. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2013: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 30-aug-2019: plaintiff fact sheet was received. Event injury was updated to following events: menorrhagia (heavy menstrual bleeding), bladder problems and bladder leakage. Essure implant and explant date added. Outcome for event bleeding was resolved. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.